Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported hospitalization due to high blood glucose readings of 515 mg/dl. Customer stated that they have not been able to go below 200 mg/dl. Customer stated that their blood glucose readings were brought down to a little over 200 mg/dl and then released from the hospital. Customer has been treating with injections. No further information reported.